Event description:
Customer reported a false positive urine hcg on a pt. A follow-up serum sample drawn the same day yielded a negative hcg. No unnecessary medical procedure was performed. There was no impact to pt health.

Manufacturer narrative:
Customer reported that second urine sample was tested 48 hours later and result was negative. MFR discussed operator technique with customer and customer verified that the operator performed testing according to recommendations. The cause of the false positive hcg is unk. The instrument is performing within specs.